Event description:
Device 2 of 2; reference MFR. Report#: 1627487-2019-02847. Follow up revealed that the patient underwent surgical intervention to have their leads was explanted and replaced. It is unknown which leads were explanted and replaced. Surgical intervention took place to address the issue.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-02847. It was reported the patient one of the patient leads had high impedances. X rays revealed lead migrated had migrated. Surgical intervention may be pending to address the issue.